Event description:
Additional review determined that the information reported under MFR. Rep. # 3004209178-2012-12394 is related to the information contained in this report. All future follow-up will be conducted under this MFR. Rep. (#3004209178-2013-00964).

Manufacturer narrative:
Concomitant medical products: product ID 377775, lot# v005877, implanted: (B)(6) 2006. Product type: lead: product ID 377775, lot# v005877, implanted: (B)(6) 2006. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. The patient saw a company representative two days prior to report and she felt stimulation in both legs. The therapy was turned off at the appointment. It was unknown if the emergency switch off was used at the appointment because if it was then the patient would not be able to turn stimulation back on. The patient was going to call her health care provider (hcp). About a month later it was reported by the hcp that the cause of the event was lead failure. A surgical revision of the lead was pending. The patient's symptom was pain. The patient was not hospitalized. No additional information was provided on this event. In more information is received, a follow up report will be sent. Please refer to manufacturer report # 3004209178-2012-12394 for more information on this device.